Manufacturer narrative:
A ge service representative performed an on site investigation. The celeron cpu and cine bridge components were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.